Event description:
While on pt, hosp reports that unit alarmed "vent inop". No breath delivery to pt was noted. No report of pt injury. Staff removed pt from ventilator and manually ventilated pt while obtaining another ventilator.